Manufacturer narrative:
Initial and final MDR (B)(4), MDR (B)(4), device 2 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced cannula issues with three infusion sets. The cannulas were kinked. The event occurred on (B)(6) 2024 and (B)(6) 2024. Patient noticed symptoms within 3 or mroe hours of insertion. Infusion sets were used for 3-4 hours. The site of insertion was the buttocks. Blood glucose level was displayed high at the time of the event. Patient took correction bolus via pump for one event on (B)(6) 2024 and for other two event mdi. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.